Manufacturer narrative:
A follow-up report will be submitted at the conclusion of laboratory analysis.

Manufacturer narrative:
A review of device memory during the analysis process, revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received this device at its post market quality assurance laboratory for routine post explant analysis. No allegations against device function or longevity had been communicated during the implanted duration. Additionally, no adverse patient effects were reported. Initial laboratory analysis determined the device did not meet longevity expectations as provided in manufacturing labeling. Root cause testing remains ongoing.

Event description:
--